Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed the device is making an unusual noise when running. An assessment was performed and it was observed that the device passed pre-repair diagnostic assessment. It was further observed that the device was making an unusual noise when running in forward and reverse, there was corrosion inside the housing plate and bearings, foreign debris grinding between the motor gear and housing plate, and the motor was making an unusual noise and had vibration. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was not working and defective. During in-house engineering evaluation it was found that the device was making an unusual noise and had vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.